Manufacturer narrative:
A field service engineer (fse) was dispatched to investigate the issue of the prolieve thermodilatation system rebooting itself. The fse was unable to duplicate the failure when a simulated case was run. The system did not shut down during subsequent functional testing and preventative maintenance testing. During the testing the fse noted that the radio frequency (rf) output was out of specification at 53.30 watts and was reset to 50.15 watts. The prolieve thermodilatation system then ran successfully for forty five minutes, passed all tests and functioned properly. Device serviced at customer site.

Event description:
On (B)(6), 2010, it was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, approximately twenty two minutes into the procedure the system rebooted itself. The procedure proceeded and the case was completed. There were no complications and the patient condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the prolieve thermodilatation system by the field service engineer on (B)(6), 2010, revealed an MDR-reportable malfunction of the microwave power out of specification. This manufacturer report is submitted based on the evaluation results provided.